Event description:
Pt reported that a comparison between their surestep meter and a hcp meter (done within 2 minutes of each other while in a fed state) was 182mg/dl (ss) and 312mg/dl (hcp), respectively (42% difference). No symptoms were reported. Initial control solution test results (using 4 different vials of test strip) were outside of range. Pt was advised not to use those strips and was sent replacements. Reviewed qc procedures and meter/lab comparisons with pt. There was no allegation of harm.